Event description:
Patient reported obtained back-to-back blood glucose results of 367 mg/dl and 171 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.